Event description:
It was reported that on (B)(6) 2022, a 16-14mm amplatzer duct occluder was selected for implant using a 7f amplatzer torqvue delivery system. It was noted during procedure via fluoroscopy examination, that the 16-14mm amplatzer duct occluder exhibited a cobra deformation when being deployed. The deformed 16-14mm amplatzer duct occluder was never released from the delivery cable while inside the patient. There was no interaction with cardiac structures during deployment of the occluder and no kink or angulation noted in the delivery system. The 16-14mm amplatzer duct occluder was not damaged or mishandled during device preparation. The decision was made to remove the occluder and abort the implant procedure due to the lack of another device of the same size. The patient had remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects reported. The patient was stable at the time of report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The reported event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Microscopic examination found that few wires were overlapped. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.